Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported unknown side "infection". Device has been explanted.

Manufacturer narrative:
Further investigation: "with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of feb 2020 through jan 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side "infection". Device has been explanted.